Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer was informed by technical support that the pump reset its microprocessor as part of a routine system check to ensure performance and was reassured that this is a safety feature and that the pump is functioning as intended. Customer understood the explanation but expressed feeling unsafe using the pump, leading technical support to escalate the concern to management. Customer successfully resumed insulin use after being educated on resetting procedures.